Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was unable to be inserted with the curved stylet despite multiple attempts. The ra lead was removed and replaced on (B)(6) 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, electrical testing and x-ray examination of the lead found no anomalies, conductor fractures or internal shorts. The stylet was inserted to the tip of the lead with no difficulty. No other anomalies were seen.